Manufacturer narrative:
(B)(4). Visual inspection of a photo submitted with the complaint was unable to confirm failure mode reported as "dlt failure/broken connector". A verification of failure mode reported in the current manufacturing process was conducted. Eighty samples were taken from the current production. The samples were visually inspected and issue reported was not observed in the current manufacturing process. A device history record review could not be conducted since the lot number was not provided. A record assessment (fmea) was conducted and no update is required. The device involved in this complaint was not returned to the for evaluation. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged defect. Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation. The root cause is unknown. If the device sample becomes available at a later date, this report will be updated accordingly. Teleflex will continue to monitor and trend for these complaints.

Event description:
Customer complaint alleges the connector component of the device was broken. Customer submitted a photo for review. The alleged defect was reported as detected during use. It was reported there was no harm to the patient.